Event description:
Complainant alleged that during routine shift check of the device by a clinician, the device displayed a "bridge test failed" message when the unit was charged. Complainant indicated that there was no patient involvement in the reported malfunction.